Event description:
The customer reported there was a leak from the adhesive at the albarran lever of the subject device. There was no patient or user impact as this was detected outside of a procedure. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the acoustic lens was peeled and there was a piece missing from the probe unit. This report is being submitted for the malfunction found during evaluation (missing piece on probe).

Manufacturer narrative:
During inspection and testing, the acoustic lens was peeled and there was a piece missing from the probe unit due to physical stress caused by dropping/knocking the device against a hard surface and applying a chemical stress during the cleaning/sterilization process. The reported issue (leak) was not confirmed during testing. In addition, the paint on the air/water cylinder was peeled due to deterioration caused by stress during reprocessing, the adhesive on the bending section cover was chipped due to deterioration, the air/water and suction cylinders were discolored due to chemical stress during reprocessing, and the elevator channel plug was loose due to excessive stress caused by handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the peeling of the acoustic lens occurred due to physical stress. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.